Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain, patient treatment settings, patient information, patient photo. The device gasb00000:(B)(4) was installed in the facility on (B)(6) 2013 and the last pm was done on (B)(6) 2021. Service engineer visited the facility and tested the device. He checked all the power on both handpieces and verified that output is within specification. Performed power detector calibration per 7.3 of service manual. And checked all power levels per 7.5 of service manual. No failure found. Device malfunction wasn't the suspected cause of the adverse event. According to the information received there is no malfunction found on a system. Since the customer neither reply us nor sent us filled out incident form, lumenis is considering this case as a safety one, like if it was supposed to cause serious injury with no permanent impairment and reporting given event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burn following treatment by ls duet device..